Event description:
On (B)(6) 2012, the reporter contacted animas, stating that the up arrow and down arrow keypad buttons were unresponsive and difficult to press. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no damage was observed. During testing, the original complaint of the response issue of the up arrow and down arrow keypad buttons was not duplicated. All of the keypad buttons were found to respond appropriately and were functional. There was evidence of contamination found under the up arrow, down arrow and ok key contacts.